Event description:
It is reported the patient developed a pressure ulcer in the rectal vault while using the device.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Per the complaint, fluid is not being properly checked in the balloons which leads to a balloon with fluid and air. Training was to be scheduled by ther user facility to educate on the proper use of the product and irrigations. Four additional attempts for information have been requested, however, no additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided, therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below.